Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Please see updates: g3, g6, h2, h4 and h6. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 152094 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 152094 and test base part number 195-230wl / lot 148104. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1038332 showed that the complaint rate is (B)(4). A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1038332 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Manufacturer narrative:
It was initially reported that the consumer had a conflicting result. After further review, this should not have been reported as the consumer was not alleging a false result with the binaxnow covid-19 self-test. The consumer had difficulty reading the test and was requesting assistance in interpreting their result. The consumer had exposure to covid-19, was symptomatic, and did not claim that result was false.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a conflicting result with the binaxnow¿ covid-19 antigen self test performed on a nasal swab. No additional patient information, including treatment and outcome, was provided.